Manufacturer narrative:
The reported event for ipg inoperable was confirmed. The ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. It was unable to determine what cause the battery to deplete.

Event description:
Related manufacturer reference number: 1627487-2021-01213. It was reported the patient fell on (B)(6) 2021 resulting in the patients ipg becoming non functional and the lead to fracture. Surgical intervention was undertaken on (B)(6) 2021 wherein the ipg and lead were explanted and replaced. Surgical intervention addressed the issue.